Event description:
With the device turned on, a problem with stimulation occurred and pain was experienced. As advised by a company representative, the device was turned off. Device was later reprogrammed. It was noted that the battery was dead, and the implanted device needed to be raised up a couple inches. Surgery to correct the issue was scheduled for (B)(6) 2010.

Manufacturer narrative:
(B)(4).